Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Imdrf device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat benign esophageal stricture performed on (B)(6) 2026. During the procedure, the technician started to inflate the cre balloon with water, and before they got to the highest acceptable atm the balloon burst at 13.5mm. The procedure was completed with another of the same device. After the procedure, they tried to reinflate the balloon with air underwater and there were air bubbles escaping the balloon. There were no patient complications as a result of this event and the patient's condition was expected to be fully recovered.